Event description:
The device was used during a lung biopsy procedure. Reportedly, the approximating lever broke away from the instrument. The hosp has reported no pt injury occurred. The surgeon used another instrument successfully.